Event description:
It was reported to vyaire medical problem with the vela ventilator regarding issues with the monitored fio2 (fraction of inspired oxygen). When set at 100%, they are getting 92% on the ventilator, but 100% on the analyzer. Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised that the customer try to calibrate the sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.